Event description:
The customer reported to baxter (B)(4) of a flogard infusion pump with a battery low alarm. There was no patient involvement, injury or medical intervention reported in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of battery low alarm was confirmed during device evaluation. Service determined that the cause was due to depleted/defective main batteries. The main batteries were replaced to resolve the issue. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.